Event description:
On (B)(6) 2009, the pt reported that the display of her infusion device was stuck on the "accu-chek" screen and there was a battery symbol displayed. She stated, the battery was last changed 2 weeks ago. She did not have another battery for troubleshooting at the time of the report. Upon f/u on (B)(6) 2009, the pt reported that she changed the battery and had no further issues. There were no a2 (battery low) alert or e2 (battery depleted) error listed in the alarm history of the infusion device. She stated that she noticed the batteries were depleting rapidly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.